Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm diameter abdominal aortic aneurysm approximately 6 months ago. The vessels were moderately tortuous with no calcification. The aortic neck had an angulation of 45 degrees, its diameter was 24 mm and length was 25 mm. It was reported that 5 months later, the patient was treated for inaccurate delivery of the stent graft (see MFR # 2953200-2009-01852) because initially the bifurcated stent graft was deployed 1 cm below the renal artery and the physician elected to place a 28 mm diameter talent aortic cuff. The patient returned on month later with a type 2 endoleak which was coming from the ima as well as a proximal type 1 endoleak. Currently, the aneurysm measures 6.2 cm in diameter. The patient will most likely have a palmaz stent implanted within the mouth. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4) (requires intervention). Evaluation: results: (angulated aortic neck, type 2 endoleak), (endoleak). Evaluation conclusion: (angulated aortic neck, type endoleak).